Event description:
Reported that the device did not alarm when it went beyond the programmed infusion. The device was set up to deliver 500cc of dextrose. The device screen indicated that 500cc had been delivered but, it continued to run with no alarm. There was no report that any of the incorrect mixtures had reached a pt.